Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air in line error which was not reproduced during evaluation. A review of the event history log identified multiple events of "air-in-line!" However the log cannot be used to distinguish true and false alarms. The cause was determined to be the ultrasonic sensor was out of specification. The ultrasonic sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced air in line error. There was no patient involvement. No additional information is available.